Event description:
It was reported that the air dermatome handpiece was not working. The hose was connected however, the machine failed to activate when the switch was pressed. There was no harm to the patient but the start of surgery was delayed. There was no information regarding the increase in surgery time.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on (B)(6), 1995 and has no repair history at zimmer surgical. The customer's reported event was not reproduced during testing as the device operated within specifications at the zero thickness settings. Repair of the device included replacement of the head, calibrating shaft, and standard repair parts. A cause of the customer's reported event could not be determined. It was noted that the device has no repair history at zimmer surgical since being manufactured 19 years ago. The device was serviced and returned to the customer.